Event description:
The ge oec 9800 fluoroscopy system produced a popping sound when the system made exposures at high technical factors.

Manufacturer narrative:
A ge oec service rep investigated the issue and signs of arcing at the tube and cleaned and re-greased the high voltage candlesticks to prevent a recurrence of arcing. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.